Event description:
The lay user/patient called lifescan (lfs) in 2008 alleging that her one touch ultra meter was giving her "error 2" message. The mas is classifying the complaint according to the conversation in the recorded call and the customer service agent (csa)'s documentation. The pt stated that the reported issue began on the day before at night when she tried to test her blood glucose and therefore was unable to test her blood glucose at that time. She stated she then could not give herself any extra insulin based on her sliding scale. The pt usually takes 9 units of an unk insulin in the morning and 4 units in the evening. She also takes additional 2 units of insulin r for every additional 50mg/dl in her reading. It is unk that at what blood glucose reading, does she usually start taking additional insulin. She did not take any additional insulin r, as she did not know her blood glucose reading at the time of concern. At around 2 am that night, she was feeling blurry eyes and couldn't read. She stated that she did not receive any medical intervention due to her symptoms. Based on the csa's documentation, she was not tested on any other device at the time of concern. It would have been helpful to gather some additional info; such as did she take any action to treat her symptom, when did she feel better, what are her usual readings, at what reading does she usually feel blurry vision, her readings prior to the incident, and what kind of insulin is she taking. The csa verified that the pt was using correct method to test herself, the condition of the test strips was good, and the "error 2" message was prompting while inserting the test strip. Replacement products have been sent to the pt. This complaint is being classified as an adverse event, as the pt claimed she could not administer proper treatment as a result of the reported issue and later had blurry vision a symptom that can be associated with hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.